Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl, had a "brain seizure", and was "incapacitated"; cause was not known. Customer consumed went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with "d10, glucagon, [and] antibiotics" and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.